Event description:
During a coronary drug eluting stenting treatment procedure, the catheter was damaged. The physician was passing the taxus express2 2.5x12mm drug coated stent into the guidewire when the hypotube broke midway through catheter. The aorta was reported to be extremely tortuous and the stent never got out of the guide catheter. It was able to be removed as a unit without difficulty. The procedure was completed with a taxus express2 2.5x12mm durg coated stent. No pt complications were reported. Pt status was reported to be "ok".